Event description:
It was reported that on (B)(6) 2025, the patient underwent an anterior mipo for anterior clavicle with the compression wire. The compression wire was only used for the distal va locking screw hole. The wire thread did not reach the contralateral cortical bone by a slight amount, and the plate was slightly floating. When the surgeon tried to apply more pressure by rotating it anteriorly, the surgeon applied too much force. As a result, the compression wire was twisted and broken off just above the spherical stop, and the thread and the spherical stop remained. There was a space between the plate and the bone, and the surgeon was able to remove the broken wire parts by pression down the plate and grabbing it with pliers. The surgery was completed successfully without any surgical delay. The patient status/outcome was reported as stable.

Manufacturer narrative:
Product complaint # ==> (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h6 (health effect - impact code & health effect - clinical code). H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.